Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br there was a molding defect issue and the stopper popped out of the tube. The following information was provided by the initial reporter. The customer stated: customer would like to report a complaint about a defective tube, which is found "melted". The professional performed the sample acquisition and during the transportation noted the tray was soaked in blood (stopper popped off). Upon observing the tubes, noted this molding issue."

Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper pop off and lipout was observed. Additionally, 200 retention samples from bd inventory were visually inspected with no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for stopper pop off and lipout. This type of defect is due to a manufacturing line issue where the part gets stuck in a conveyor belt during tube transportation. This type of defect (lipout) can lead to stopper issues (stopper pop off). A complaint history indicated this is the 1st complaint received for this defect on this batch number." H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br there was a molding defect issue and the stopper popped out of the tube. The following information was provided by the initial reporter. The customer stated: customer would like to report a complaint about a defective tube, which is found "melted". The professional performed the sample acquisition and during the transportation noted the tray was soaked in blood (stopper popped off). Upon observing the tubes, noted this molding issue."